Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 22-feb-2018. This spontaneous case was reported by a health professional and describes the occurrence of genital haemorrhage ("bleeding") in a female patient who had essure (batch no. E24128) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (essure removal via total salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dizziness, migraine and fatigue outcome was unknown. The reporter provided no causality assessment for dizziness, fatigue, genital haemorrhage and migraine with essure. The reporter commented: integrity of the tubes was noted; no tubal perforation. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-feb-2018 for the following meddra preferred term: genital haemorrhage ¿ analysis in the global safety database revealed 803 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-feb-2018. This spontaneous case was reported by an other health professional and describes the occurrence of genital haemorrhage ("bleeding") in a female patient who had essure (batch no. E24128) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (essure removal via total salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dizziness, migraine and fatigue outcome was unknown. The reporter provided no causality assessment for dizziness, fatigue, genital haemorrhage and migraine with essure. The reporter commented: integrity of the tubes was noted; no tubal perforation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): genital haemorrhage: 832 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2018: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.